Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were evaluated by their orthodontist. The patient presented with class I canine, mandibular crowding is moderate, maxillary even, overjet is moderate, overbite is normal, edge to edge of #7 with #26, posterior right premolar crossbite, mandibular midline shift of 2mm to the right. History of tm joint clicking on right, tm joint lateral pole tenderness, maximum opening 35mm. Microdontia of #7 and #10 causing bolton discrepancy, missing teeth #2, #3, #14, #15, gingival recession of 2mm tooth #26. Treatment recommendations are bond u/l arches, level and align, class iii elastics to upper second bicuspids, debond/retention and fixed lower retainer wire. Estimated treatment time is 12-14 months.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.